Event description:
It was reported that the patient presented for a follow up in clinic with an implantable cardioverter defibrillator that exhibited post-sensed t-wave oversensing and r-wave amplitude variation. Programming changes were made. The patient was in stable condition.